Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device detected supra ventricular tachycardia (svt) as non-sustained ventricular tachycardia. Noise on the right atrial (ra) lead was also observed by the physician. The ventricular tachycardia (vt) detection zone was reprogrammed and the cardiac resynchronization therapy defibrillator (crt-d) and ra lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.